Manufacturer narrative:
(B)(4). Batch #: 355a84. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the sealing film of the device detached and fell into the abdominal cavity of the patient. The fallen part was removed. Another device was used to complete the surgery. There was no patient consequence. No additional information could be provided. This case is from the health authority.